Event description:
It was reported patient was experiencing ineffective therapy and both the leads were exhibiting high impedances on most contacts. As such, surgical intervention was undertaken where the leads were explanted and replaced, thereby restoring effective therapy.

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.